Event description:
Complainant alleged that during incoming inspection of the product the device displayed a "pacer disabled", "pacer fault 116" and "defib disabled" fault message. There was no patient involvement in the reported malfunction.